Manufacturer narrative:
This report is for an unk - screws: locking: trauma/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, a hardware removal was performed due to a nonunion. The original case was done (2) two years ago and the patient did not follow up. However, the patient began lifted cement bags and the plate loosed and the fixation failed. Thus, a wrist fusion plate was removed from the patient and bone grafted was done and a new wrist fusion plate was used to fixate. The procedure outcome was unknown. There was no patient consequence. This is report 06 of 07 of (B)(4).